Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power board was recommended for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws. The serial number is (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Information reported via china aer database: issue summary: it was reported that the anesthesia unit lost power during patient use. The doctor switched to manual ventilation. The bag/vent switch was toggled repeatedly. Ventilation was able to continue. There was no patient injury.